Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device") and device dislocation ("migration of the device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("persistent menstruation issues") and infection ("infections nos"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure) and surgery (underwent a hysterectomy due to complications from the essure). At the time of the report, the device breakage, device dislocation and infection outcome was unknown and the menstrual disorder had not resolved. The reporter considered device breakage, device dislocation, infection and menstrual disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Incident~ no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device / device breakage"), device dislocation ("migration of the device") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding") in a 32-year-old female patient who had essure (ess205) (batch no. 623317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity- african american. Concurrent conditions included vaginal burning sensation, itch (after intercourse.), dysmenorrhea, pelvic congestion syndrome and post coital bleeding. Concomitant products included glimepiride from (B)(6)2013 to (B)(6)2015, metformin since (B)(6)2008 and norethisterone (errin) from (B)(6)2013 to (B)(6)2013. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection urinary tract"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), headache ("headaches"), female sexual dysfunction ("apareunia (inabilityto have sexual intercourse)") and weight increased ("weight gain / loss"). In (B)(6)2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6)2009, the patient experienced abdominal pain lower ("lower stomach pain"). In (B)(6)2010, the patient experienced cystitis ("infection bladder") and vaginal infection ("infection vaginal"). In (B)(6)2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6)2013, 6 years 1 month after insertion of essure (ess205), the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vulvovaginal mycotic infection ("yeast infection") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy; unilateral vaginal salpingectomy and oophorectomy), surgery (underwent hydrothermal ablation). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the device breakage, device dislocation, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, migraine, headache, female sexual dysfunction, weight increased, vulvovaginal mycotic infection, depression, anxiety and abdominal pain outcome was unknown, the menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection and abdominal pain lower had resolved and the menstrual disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: pain was stopped. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6)2009: essure device was successfully occluded. On (B)(6)2013, pathology report: diagnosis: uterus and right tube, lap assisted vaginal hysterectomy and salpingo-oophorectomy: a). Cervix/endocervix: negative for squamous intraepithelial lesion.b). Endometrium: proliferative to inactive endometrium, negative for tumor and hyperplasia.c). Myometrium: myometrium without significant histopathologic change d). Fallopian tube, right: right fallopian tube seen without significant histopathologic change. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received, event added are as follows- depression and mental anguish, weight gain, headache, abdominal pain. Events onset date added. Events outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device") and device dislocation ("migration of the device") in a female patient who had essure (ess205) (batch no. 623317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced cystitis ("infection bladder"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues") and infection ("infections"). The patient was treated with surgery (uhysterectomy with unilateral salpingectomy) and surgery (uhysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation and infection outcome was unknown, the menstrual disorder had not resolved and the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered cystitis, device breakage, device dislocation, infection, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet: events infection (bladder/ urinary tract/vaginal), abnormal bleeding (vaginal, menorrhagia) are added. Lot number added. Lab data updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device / device breakage"), device dislocation ("migration of the device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (ess205) (batch no. 623317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity- african american. Concurrent conditions included vaginal burning sensation, itch (after intercourse.), dysmenorrhea, pelvic congestion syndrome and post coital bleeding. Concomitant products included glimepiride from (B)(6) 2013 to (B)(6) 2015, metformin since february 2008 and norethisterone (errin) from (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced abdominal pain lower ("lower stomach pain"). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced cystitis ("infection bladder"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), infection ("infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight fluctuation ("weight gain / loss") and vulvovaginal mycotic infection ("yeast infection"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy; unilateral vaginal salpingectomy and oophorectomy), surgery (hysterectomy with unilateral salpingectomy) and surgery (underwent hydrothermal ablation). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, infection, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, migraine, headache, female sexual dysfunction, weight fluctuation and vulvovaginal mycotic infection outcome was unknown, the menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection and abdominal pain lower had resolved and the menstrual disorder had not resolved. The reporter considered abdominal pain lower, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, infection, menorrhagia, menstrual disorder, migraine, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. On (B)(6) 2013, pathology report: diagnosis: uterus and right tube, lap assisted vaginal hysterectomy and salpingo-oophorectomy: a). Cervix/endocervix: negative for squamous intraepithelial lesion.b). Endometrium: proliferative to inactive endometrium, negative for tumor and hyperplasia). Myometrium: myometrium without significant histopathologic change d). Fallopian tube, right: right fallopian tube seen without significant histopathologic change. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device / device breakage"), device dislocation ("migration of the device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (ess205) (batch no. 623317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity- african american. Concurrent conditions included vaginal burning sensation, itch (after intercourse.), dysmenorrhea, pelvic congestion syndrome and post coital bleeding. Concomitant products included glimepiride from (B)(6) 2013 to (B)(6) 2015, metformin since (B)(6) 2008 and norethisterone (errin) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced abdominal pain lower ("lower stomach pain"). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced cystitis ("infection bladder"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), infection ("infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches"), female sexual dysfunction ("apareunia (inabilityto have sexual intercourse)"), weight abnormal ("weight gain / loss") and fungal infection ("yeast infection"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy; unilateral vaginal salpingectomy and oophorectomy) and surgery (underwent hydrothermal ablation). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, infection, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, migraine, headache, female sexual dysfunction, weight abnormal and fungal infection outcome was unknown, the menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection and abdominal pain lower had resolved and the menstrual disorder had not resolved. The reporter considered abdominal pain lower, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, headache, infection, menorrhagia, menstrual disorder, migraine, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight abnormal to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. On (B)(6) 2013, pathology report: diagnosis: uterus and right tube, lap assisted vaginal hysterectomy and salpingo-oophorectomy: a). Cervix/endocervix: negative for squamous intraepithelial lesion.b). Endometrium: proliferative to inactive endometrium, negative for tumor and hyperplasia.c). Myometrium: myometrium without significant histopathologic change d). Fallopian tube, right: right fallopian tube seen without significant histopathologic change ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain". Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet:events added: lower stomach pain; dysmenorrhea (cramping); urinary problems; bladder problems ; migraine; headaches; apareunia (inabilityto have sexual intercourse); weight gain / loss; yeast infection. Demographic data and concomitant drugs added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.